Event description:
Medtronic received a report that corelab imaging reported pipeline wall apposition was achieved at index procedure, but then reported wall apposition was not achieved at the 180-day follow-up visit on (B)(6) 2020. The site and corelab imaging reported aneurysm occlusion status raymond & roy class 1 with neck coverage achieved at the 6 month visit. There were no reported impacts to the patient and no reported additional medical interventions. Additional information received aneurysm occlusion status was r & r class 1 at the 180-day follow-up visit on (B)(6) 2020. No device deficiencies were reported. Additional information received reports, "site denies corelab finding of wall apposition not achieved at the 180-day follow-up imaging on (B)(6) 2020 with comment "we think that there is good wall apposition achieved. That can be visualized in the post deployment images"."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.